Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the buttons of the insulin pump are hard to press and may have worn out. Customer's blood glucose level was 180 m/dl at the time of the incident. The customer's mother also reported there was a time that the screen froze and went completely blank. The customer also reported the insulin pump made a squealing noise when it went blank. The customer was asked to observe if the time clock advances and it does. Customer was advised to discontinue use of the insulin pump and revert to a backup plan per health care provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. No audio/beep anomaly noted. Unable to confirm frozen screen, button anomaly and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.